Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt revision tibial plate size 2x2 were both broken during surgery and need to be replaced. All pieces were retrieved from the patient. No surgical delay.